Event description:
Reference MFR. Report number: 1627487-2019-05578.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Reference MFR. Report number: 1627487-2019-05578. It was reported that patient¿s incision at the extension pocket opened. As a result, surgical intervention was undertaken where in the entire system was explanted as a precaution. Patient is also treated with antibiotics.